Event description:
Our affiliate reports that during an acl reconstruction while the surgeon was harvesting the tendon graft, a portion of the distal and (approx 12mm or 0.475") of the "harvester" broke off into the patient's thigh area and was left therein. X-ray device brought into the or to locate the fragment within the body. It was decided that the location of the fragment was too far superior to the knee to be able to retrieved in this procedure. At this point in time, the surgeon is going to discuss, within a day or two, with the patient options, i.e., leave the fragment in their body or have a 2nd surgery to remove the fragment. Outside of this, the procedure was concluded successfully without further incident.

Manufacturer narrative:
We are in the information gathering mode. At the conclusion of the receipt and evaluation of the complaint device, and whatever pertinent information made available, our results will be reflected in the follow-up report.